Event description:
It was reported to philips that system was unable to boot up. The user had to perform multiple restarts to resolve the issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that the system bootup issue. The fse analyzed the system log file and found that the flexvision pc was not communicating with the host pc. To resolve the issue, the fse reseated the network switch cables in the m cabinet. Following which, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.